Event description:
Clinical study, same case as MFR # 6000089-2004-01181. Five months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending (lad) artery. Additional info has been requested.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the 1st diag with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 12 mm taxus stent. Target lesion 2 was identified in the mid lad with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was -10%. The pt was discharged the nex day on plavix. Site reported st and mi as cardiac events(6 days post enrollment). The pt presented to the ER 18 days later with unstable angina. The pt's ck's were within normal limits; troponin level was slightly elevated. EKG showed paced rhythm and no obvious ischemic changes. Cardiac catheterization revealed: lmca - 10% ostial stenosis, lad - 98% edge in-stent restenosis, total occlusion of 1st diag, lcx - 20% stenosis, 60-70% distal stenosis, rca - 80% proximal stenosis, lvef = 26%. A 3.0 x 13 mm cypher stent was deployed in the mid lad and residual stenosis was -20%. The pt was discharged 2 days later. Causality: relationship to taxus stent: probable.